Event description:
The event involved a 32 cm (13") ext set w/4-way stopcock, check valve, rotating luer where it was reported when changing the dressings and disconnecting the peripherally inserted central catheter (PICC) line connecter, the connector broke inside the PICC. A new PICC line was installed. There were no clinical consequences, only a new PICC line was installed. There was no harm, however, there was a delay in therapy resulting in a delay in the patient's discharge. There was no blood loss considered clinically significant.

Manufacturer narrative:
It is reported that device is not available for return. Lot number was not provided, therefore a lot history review cannot be completed. A supplemental MDR will be opened if there are new updates.

Manufacturer narrative:
No 011-h3745 product samples, videos or photographs were returned for investigation. The complaint cannot be confirmed; without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review could not be conducted as no lot number information was provided.